Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2002: (B)(6) medical center. (B)(6), md. Operative report. Procedure: roux-en-y gastric exclusion. Lysis of adhesions. Splenorraphy. Indications: 32 year old female with a long history of morbid obesity and multiple obesity co-morbid conditions who has been refractory for many years and multiple attempts of medical weight loss. The patient has a bodyweight of 314 lbs. And a bmi of 51kg/m2. Findings: a retro-colic, ante-gastric roux-en-y jejunal bypass was performed to an approximate 15-20 cc isolated gastric pouch based on the lesser curve. The anastomosis was done in a hand-sewn two-layer technique. Very dense upper abdominal adhesions were seen involving the liver and spleen, possibly from past pelvic inflammation. Uterine fibroids and ovarian cysts were seen. A small splenic capsular tear was repaired with fibrin glue (tisseal) and surgicel. On (B)(6) 2003: (B)(6) medical center. (B)(6). History and physical. Chief complaint: morbid obesity. History of present illness: 33 year old white female, weight 211.4 lbs. Has undergone ge surgery on (B)(6) 2002 for treatment of morbid obesity. Since that time has lost 102 lbs and has had an uneventful post-operative course. She did begin to notice shortly after her surgery an abdominal hernia which has been increasing in size over the past 8 months. Denies nausea, vomiting or change in bowel function. Reports pain in the area of the hernia with certain movements. Is going to have repair of this hernia and is here for medical clearance prior to the procedure. Past medical history: hypothyroidism, hypertension, resolved with weight loss, irritable bowel syndrome. Past surgical history: cesarean section 2000. Social history: denies alcohol, tobacco or drug use. Exam: there is a well healed midline incision noted with a large midline incisional hernia. Assessments/recommendations: large incisional hernia. Patient stable for hernia repair. On (B)(6) 2003: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: symptomatic incisional hernia status post gastric bypass surgery. Postoperative diagnosis: same. Procedure: incisional hernia repair with mesh. Assistant: a. Biedenbach pa-c. Anesthesia: dr. Wadley (geta). Specimen removed: none. Estimated blood loss: 20 cc. Indication/counseling note: 33 year old female 8 months status post rny-gastric bypass surgery for medical refractory morbid obesity who has developed an increasingly symptomatic incisional hernia. The patient has lost approximately 110 lbs body weight since surgery. The procedure, indication, alternatives and risks of recurrence and infection were explained at length. The patient appears to understand and gives consent. Findings: a tension free extraperitoneal repair with gortex mesh was done for a broad fascial defect. No incarceration was seen. Description: ¿informed consent was obtained and the patient was taken to the operating room and placed on the table with all pressure points carefully padded. Pneumatic compression boots were placed. The patient was placed under adequate geta. Cefotetan was given intravenously. The abdomen was prepped and draped in sterile fashion. An upper midline incision was made to the umbilicus. The prior scar was excised. The subcutaneous tissue was divided with electrocautery. The midline fascia was identified and the fascial defect was dissected and found to be moderate in size and circular encompassing the lower third extending to below the umbilicus. No incarcerated bowel was noted. Wide subcutaneous flaps were raised to expose a broad fascial area circumferentially of at least 5 cm. The peritoneum was opened to define the fascial defect. A broad piece of goretex mesh was fashioned to fully cover the defect with 3 cm of mesh overlapping the defect circumferentially and extending superiorly to cover the remaining aspect of the prior fascial closure. Multiple interrupted sutures of 0-prolene were placed to fix the mesh to the surrounding fascia in a subfascial fashion. The peritoneum was sutured over the mesh with 3-0 maxon to cover the mesh. Irrigation was done and hemostasis confirmed. A subcutaneous j-p drain was placed and secured. The skin was closed with a running 3-0 monocryl subcuticular sutures. Steri strips and sterile dressings were applied. All sponge and needle counts were confirmed correct. Estimated blood loss was 20 cc. The patient tolerated the procedure well and was stable to the pacu.¿ product identification records for the alleged ¿goretex mesh¿ were not provided. ??/??/??: [missing records: records for the CT scan showing the ¿hernia as well as the previously placed mesh¿ were not provided.] On (B)(6) 2010: (B)(6) hospital. (B)(6), md. History and physical. Presents with a ventral hernia. She has had this hernia for quite some time. It was actually even known before she underwent laparoscopic cholecystectomy a year ago. Hernia also repaired back in 2003 by the surgeon that performed her gastric bypass in 2002. Patient has lost over 100 pounds since her surgery. She has noted some increase in discomfort related to this hernia. Past history: significant for asthma. Has had pneumonia in the past as well. Past surgical history: cesarean section in 2000 and 2004, hysterectomy and oophorectomy in 2008. In 2009, underwent laparoscopic cholecystectomy. Exam: there is a reducible hernia defect. There is some laxity in the abdominal wall where the previous mesh was placed. The fascial defect is actually difficult to delineate from the surrounding tissue. She did have a CT of the abdomen and pelvis performed a year ago, which did show this hernia as well as the previously placed mesh. Impression: recurrent ventral hernia. We did discuss 2 different surgical options, one would be to simply reduce the hernia and repair the defect with a new piece of mesh, second option was to remove the old mesh and perform component separation abdominal wall reconstruction with collagen sheath placement. We did discuss risks and complications of both, advantages and disadvantage of both operations. All questions were answered to her satisfaction. She wishes to proceed with the component separation and placement of alloderm. On (B)(6) 2010: (B)(6) hospital. Preprocedure assessment. Weight 211 lbs, bmi 34. On (B)(6) 2010: (B)(6) hospital. Or nursing. Asa 2. On (B)(6) 2010: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Procedure performed: recurrent ventral hernia repair with component separation and insertion of two 16 x 8 cm sheets of alloderm, myofascial mobilization bilaterally, removal of gore-tex mesh. Assistants: (B)(6), do, and (B)(6), do, resident. Anesthesia: general. Estimated blood loss: minimal. Description of procedure: ¿the patient was brought to the operating theater and placed in supine position. After induction of general anesthesia, the abdomen was prepped and draped in a sterile fashion. The old scar was opened. The upper portion of the previous scar was excised with the scalpel. Bovie cautery was used to divide the subcutaneous tissue and to obtain hemostasis. This was carried down to the fascia. There were multiple fascial defects that were found. The fascia was grasped with kocher clamps and dissected clean using the bovie electrocautery and the metzenbaum scissors. The upper portion was able to be isolated and once I got down to the supraumbilical area, the old piece of gore-tex mesh was encountered. This was removed simply by using the bovie electrocautery to divide the edge of the mesh from the fascia. Once this was removed, there were multiple prolene sutures that were taken out without difficulty. The edges of the fascia were then grasped with kocher clamps. Skin rakes were used to retract the subcutaneous tissue. Bovie electrocautery was used to raise the skin and subcutaneous tissue off of the abdominal fascia. This was carried out laterally beyond the lateral border of the rectus muscle. This was done bilaterally. The external oblique aponeurosis was divided using the bovie electrocautery in order to mobilize the rectus muscle to the midline. This was done in the left and right side and then the midline fascia was cleaned up. There were several areas of just scar tissue and just very redundant tissue present here. This was excised so that there was a clean edge on each side and then the midline. Everything was inspected for hemostasis, found to be dry. The sponge and needle counts were correct. The midline fascia was then approximated with #1 prolene suture in a figure-of-8 fascia and some interrupted simple sutures were also placed in the upper half of the incision. Once these were all placed, the alloderm, which had been reconstituted, was sutured with a running #1 maxon suture to the lateral edge of the cut external oblique aponeurosis and this was pulled taut all the way across the abdomen. There were interrupted bites placed in the medial edge of the cut external oblique. Some sutures were placed in the midline, which was reconstituted and then similarly to the medial edge of the external oblique and then running fashion suture to the lateral edge of the external oblique. Both sheets were sewn in this way. On the lower portion of the wound, the alloderm was trimmed, as there was a better redundancy here. The two pieces were also sewn together and then the trimmed off piece was sutured to the top to reinforce that portion of the midline reconstruction. Once this was done, two #10 flat jp drains were placed on the lateral aspects of the wound. 2-0 pop-off polysorb sutures were used to tack the subq tissue down to the alloderm to minimize the amount of dead space that would be left behind. A running 3-0 polysorb suture was used to bring the dermis together and a subcuticular biosyn suture was used to bring the skin edges together. The drains were sutured in place. Steri-strips were applied. Abdominal binder placed and the patient was sent to recovery in stable condition. There were no complications.¿ on (B)(6) 2010: (b)(56) hospital. Implant record. Description: alloderm. Manufacturer: lifecell. On (B)(6) 2010: (B)(6) hospital. (B)(6), md; (B)(6), do. Discharge summary. Admitting diagnosis: ventral hernia. Hospital course: presented for an elective procedure of a ventral hernia repair. The patient had component separation with repair if the recurrent ventral hernia with alloderm placement and removal of gore-tex mesh. Postoperative course: the patient began ambulating and tolerating diet as it was introduced. The two jp drains were left in postoperatively and continued to drain serosanguinous fluid. On day of discharge, the patient is ambulating fine, tolerating diet, has good bowel function and has a little pain. Patient is to be discharged home with restriction to activity, nothing strenuous, lifting nothing greater than 10 pounds. On (B)(6) 2011: (B)(6) hospital. Preprocedure assessment. Weight 87.54 kg, bmi 31. On (B)(6) 2011: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Procedure performed: ventral herniorrhaphy with mesh placement. Assistant: daniel jordan, do, resident. Anesthesia: general. Indications for procedure: this is a 41-year-old woman who has had abdominal wall reconstruction and gastric bypass in the past with a recurrent ventral hernia. Patient was taken to the operating room for elective repair. Description of procedure: ¿patient was brought to the operating theater and placed in supine position. After induction of general anesthesia, the abdomen was prepped and draped in sterile fashion. After taking a surgical pause and verifying patient and procedure, and addressing any concerns, the midline incision was opened with a 10-blade scalpel. Bovie cautery was used for hemostasis. The hernia sac was identified and this was opened with metzenbaum scissors. Upon entering the abdominal cavity, there were a few omental adhesions. These were taken down carefully with metzenbaum scissors. The abdominal wall was palpated in order to identify any other defects. In a caudad direction, there was one small separation between sutures. In a cephalad direction, there were multiple sort of swiss cheese type defects along the midline reconstruction. So the old scar was excised in the epigastric area and the incision was extended. The hernia sac was excised. The wall was debrided of some bridging pieces of scar tissue. The adhesions that were to the undersurface of the abdominal wall were taken down without any difficulty. Once this was completed, a 4 x 6 piece of physiomesh was trimmed and sutured it in an underlay fashion with interrupted 0 vicryl suture to the abdominal wall. The midline fascia was then approximated with interrupted #1 vicryl suture. Skin edges were then approximated with two layers of absorbable suture. Everything was hemostatic. All sponge counts were correct. There were no complications.¿ on (B)(6) 2011: (B)(6) hospital. Implant record. Description: mt physiomesh. On (B)(6) 2011: (B)(6) hospital. (B)(6), md; (B)(6), do. Discharge summary. Admitting diagnosis: recurrent ventral hernia. Operation performed: recurrent ventral hernia repair with mesh. Hospital course: presented for elective repair of recurrent ventral hernia. Operation was without complication. Postoperatively, she did well. Her pain was controlled with oral pain pills. She was tolerating diet and ambulating without difficulty. Was discharged home in stable condition. On (B)(6) 2013: (B)(6) hospital. Preprocedure assessment. Weight 209 lbs, bmi: 34. On (B)(6) 2013: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Procedure performed: repair of recurrent ventral hernia with removal of old mesh. Anesthesia: general. Description of procedure: ¿the patient was brought to the operating theater, placed in supine position. After induction of general anesthesia, the abdomen was prepped and draped in sterile fashion. Time-out was taken to verify the patient, procedure and to address any concerns. The old midline incision was opened with 10 blade scalpel. Bovie cautery was used for hemostasis. The metzenbaum scissors were used to dissect down to the hernia sac, which was then opened. A finger was inserted into the peritoneal cavity. Immediately, the most recently placed piece of mesh was identified. This was dissected free from the surrounding tissue using the bovie electrocautery. This was fairly small, maybe 50 cent piece size of mesh and this was able to be excised without any difficulty. This remained attached on the left side, but had no attachments on the right any longer. Once this was removed, the extent of the fascial defect was able to be palpated. The area just caudal to it also seemed to show me some separation, but I did not want to extend the incision to encompass all of this. In a cephalad direction, this was all intact and reinforced with previously placed mesh. The hernia sac was excised using bovie electrocautery. A 10 x 15 cm piece of physiomesh was sutured in an underlay fashion to the abdominal wall. The first stitch was placed in a caudad direction to reinforce the somewhat separated layer just caudal to the hernia itself, the hernia proper. Once this was anchored, the lateral edges could be anchored to the abdominal wall with interrupted #1 vicryl suture in an underlay fashion. The sutures were placed on both sides on the cephalad border and once all the sutures were placed, these were tied. The midline fascia was then brought together with interrupted #1-vicryl suture just provide some approximation of that issue. Once this was completed, a running 3-0 vicryl stitch was used to close the dermis and the subq with 4-0 vicryl suture to approximate the skin edges. Steri-strips were applied and the patient was extubated and sent to recovery in stable condition. There were no complications.¿ on (B)(6) 2013: (B)(6) hospital. Implant record. Description: mt physiomesh. On (B)(6) 2013: (B)(6) hospital. (B)(6) md. Pathology report. Accession #: ms13-1574. Operation/specimen: a: hernia sac, excision. Pathologic diagnosis: a. Hernia sac, excision: hernia sac. Gross description: a. Hernia sac, excision: container label: hernia sac. Fixative: formalin. General: received is a 8.0 x 6.4 x 1.0 cm irregular gray tan fibromembranous and fibrofatty fragment. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot # of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent unknown type of incisional hernia repair on (B)(6) 2003, whereby a unknown device was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of mesh requiring additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.